Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and battery longevity. The customer states the batteries are not lasting as long as they should be. The customer states they are not receiving any alarms. The customer's blood glucose level at the time of low battery was 400mg/dl. Troubleshoot was conducted. The customer was advised that replacement battery cap would be sent out. The customer's blood glucose level at the time of high blood glucose level was 500mg/dl. Troubleshoot for the high was conducted. The customer declined to check for air bubbles or conduct the high pressure test. The customer was advised to conduct full set, reservoir, and insulin change. The customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device and blood glucose levels, and call back if issues persist.